Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unspecified/unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2010 at 1:00pm. The patient claimed she manages her diabetes with pills and diet/exercise. Two days after the alleged issue occurred, the patient stated she ate less food and/or drink at 9:00am. The patient claimed 3 days after the alleged issue began, she kept going to the bathroom and developed symptoms of dry mouth. The patient however denied receiving any medical treatment in response to her symptoms. At the time of troubleshooting, the cca verified the patient had used the subject meter before, but the patient could not specify whether the subject meter was misused. The patient was unable/unwilling to resolve the alleged issue with the cca. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test on the subject meter and reportedly became hyperglycemic after the alleged meter issue began.